Event description:
Home patient (hp) reports pt line of homechoice set did not prime completely during treatment, approx eight months ago. Hp reported feeling discomfort in shoulders and collar bone area. Hp noted she did not remember specifics of incident, but noted she connected herself before line was fully primed. Hp reported she did not notify rn and that no med intervention was required as a result of this incident.